Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. This is believed to be due to the surgeon's use of monopolary cautery. The no lock and electrode conditions prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. The residual gas analysis test was compromised during the testing process. The device was explanted for medical reasons. However, lock could not be achieved and electrical testing yielded abnormal values due to the surgeon's use of monopolar cautery. In addition, the residual gas analysis test was compromised while attempting to measure the internal gas composition. Based off of helium leak testing, dye penetrant testing, internal visual inspection and the presence of moisture getter, it is determined that this device was hermetic. This is the final report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
.

Event description:
The recipient reportedly experienced pain with and without device use. The recipient was a nonuser of the device due to pain. The recipient's device was explanted.